Event description:
On or about (B)(6) 2019, patient underwent placement of an angiodynamics xcela port catheter product, lot number 144098000. The device was implanted by dr. (B)(6). On or about (B)(6) 2019, patient presented to (B)(6) medical center with fever, with increased pain. Patient was subsequently diagnosed with an infection. On or about (B)(6) 2019, patient's port was removed by dr. (B)(6).